Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, not revealing any damage or abnormalities. Upon functional testing, the cuff passed the leakage test. The pump was visually inspected, and leak, pressure and functionally tested. Visual inspection of the pump did not note any abnormalities; additionally, the pump passed the leakage testing. The pump functional testing resulted in the pump passing the poppet pressure, high flow and low flow tests; however, the pump did not pass the resistor flow rate test. The pump had an output volume reading above specification. The balloon was visually inspected, and leak tested. It was noted that the balloon had tear and a leak consistent with tool/sharp instrument damage on the shell.

Event description:
It was reported that this artificial urinary sphincter (aus) was returned without any performance allegation. Upon analysis of the returned components, it was noticed that the pump resistor flow rate test results were out of specification. Additionally, it was noted that the balloon did not pass the visual and leakage testing. No additional information was provided.